Event description:
The customer reported that sensor glucose reading was 70 mg/dl and it stopped and went threshold suspend. Customer stated when he checked his blood glucose it was 327 mg/dl. Customer stated he was getting calibration error and changed sensor when he updated his sensor. Troubleshooting was done. The customer was advised to change his sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed for low readings.